Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that post implant a realize gastric band she was informed in (B)(6) 2010 that their port had migrated about 1 ½ inches. Per the patient "the port can be picked up and move it inside the body". The patient also states the tubing pulls on the band. An esophagoscopy was performed on (B)(6) 2011 where a stricture was found and the stomach pouch was dilated. The band was in the correct placed. The patient states that she vomits daily which usually occur after meals. In addition, she states that on a "good day" she can eat normal amounts of food and on a "bad day" she eats small portions and is full. She has had no weight loss since (B)(6) 2010. She met with the implanting surgeon prior to him leaving the practice and he removed all the fluid from the band. He advised her to have the band removed as she was having a difficult time eating healthy foods. The new surgeon has scheduled for the band to be removed on (B)(6) 2011 dependent on insurance coverage at that time another bariatric procedure will be performed. The patient did not disclose the type of procedure to be performed.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Device remains implanted.

Event description:
Per the patient the band was removed as scheduled on (B)(6) 2011. There were no reported complication of the band explant procedure.